Event description:
The customer reported that unit displays scrolling blocks and does not boot. Also, the cross arm brake was not holding.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep replaced the sram and cross arm brake. The unit is working as intended.